Event description:
It was reported that during explant, the pulse generator interrogation was attempted multiple times. However, the device went into back-up vvi mode. The patient did not experience any issues before, during, and after the procedure.

Manufacturer narrative:
The reported field of backup vvi (bvvi) was confirmed in the laboratory and it was caused by code corruption. The device was tested on the bench. It was noted that the patient had a fluoroscopy prior to explanting the device which is consistent with causes of code corruption resulting in backup mode.